Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, he was having issues with the insulin pump alarmed no delivery and motor error. She has been also experiencing high blood glucose. Troubleshooting was performed for motor error. She didn't know her blood glucose at the time the alarm occurred during the prime process. She has dropped the device but she caught it and she can't recall the last time it was dropped. The device was not exposed to an MRI. She doesn't use the sensor feature and was unable to complete the rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis. She declined troubleshooting for high blood glucose and no delivery since the device was being replaced.

Manufacturer narrative:
The insulin pump was received with no motor error alarm or no excessive no delivery alarm during our testing and passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The motor was tested outside of the device and passed. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.